Event description:
It was reported that during a lobectomy procedure, the surgeon had to staple the pulmonary parenchyma and, as it is quite a thick tissue, the surgeon decided to open an ees device which the surgeon specially trusted in that kind of case (thick tissue). The surgeon closed the first device with a green reload on the tissue but couldn't staple and couldn't reopen it either. The surgeon managed to take out the stapler from the tissue and asked for a new device to be opened. The surgeon could see the first staple line with our device but couldn't do it a second time as the same problem occurred. The surgeon finally could once again take out the second device from the tissue and decided to use an endogia with a green reload. The surgeon said that with the two devices, a strange noise could be heard while closing the device on the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. Device (a) was received for analysis with no visual non-conformances and with an green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was received for analysis with the clamping mechanism damaged and with a green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to verify the condition of the internal components and the yoke was found broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53l92 (mfg date 11/16/2011; exp date 10/16/2016).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?